Event description:
It was reported that the customer wanted to know how to stop the insulin on board (iob). The customer's blood glucose (bg) level was 48 mg/dl. Tandem customer tech support (cts) reviewed the iob feature with the customer and explained that the iob represents the active insulin in the body. The customer declined cts's troubleshooting offer for the low bg level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.